Event description:
Event description cpi received information that due to twiddler syndrome this endotak lead (0064) had fractured. The lead was removed from service, and coincidentally the automatic implantable cardioverter defibrillator (aicd) was also removed. Another cpi (ICD) and lead (0125) were implanted.